Event description:
The customer reported that prior to use on a patient, the iabp failed to power up. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The customer representative could not duplicate the power up failure experienced by the customer. He observed in the fault log "electrical test fail codes #50" alarm (motor speed out of specification) and "electrical test fail code #54" alarm (atm transducer calibration failure). He also observed some saline damage to the motor control pcb. While we cannot conclusively determine the cause of the electrical test failures reported by the customer, the saline damage may have caused or contributed to the reported event. The motor control board (part number 0671-00-0004) was replaced. The atmosphere transducer was recalibrated to address the "electrical test fail code #54". The iabp was tested to factory specification. If functioned normally and was returned to the customer. (B)(4).